Event description:
On (B)(6) 2009, baxa was notified by the customer of a pt involved incident using the microfuse rapid rate infuser for diagnostic purposes. It was reported that the unit infused adenosine faster than expected. Simultaneously, the pt's heart rate dropped from 84 bpm to 22 bpm. Infusion was discontinued and the pt's vital signs rapidly returned to baseline. The unit was removed and the infusion was finished by hand. The customer states that the pt is in good condition with no apparent long-term injury or illness resulting from this issue.

Manufacturer narrative:
The unit was returned to baxa for eval. A visual inspection revealed no evidence of physical damage or spills. The unit was powered on and began to infuse at a normal rate. Approx 8-10 seconds into infusion, the unit began to speed up. Approx 10 seconds after speeding up, the unit stopped and alarmed. Repeated power cycles resulted in the same failure symptom. The unit was opened for further eval. It was noticed that the unit was assembled without enough clearance between the main printed circuit assembly (pca) board and the opto-sensor cable. Repeated power on/off cycles slowly flexed the cable, breaking the strain relief, leading to a fractured connection between the cable circuit trace and the solder pin. This fracture resulted in intermittent circuit continuity. When the circuit trace was opened, the motor raced to its highest speed for 10 seconds then stops and alarms. This race to alarm is the unit's fail-safe condition. The microfuse was designed with this "fall-safe" feature. In the event an infusion rate anomaly occurs, the pump discontinues infusion and alarms. Investigation confirmed that this feature was functioning properly in the unit. Results of risk analysis: a review of the microfuse product hazard analysis, developed during the design of the device, was conducted to investigate hazard levels associated with this type of event. An over-delivery of adenosine was considered in the hazard analysis for this product. The hazard analysis states: "the rapid rate version was developed for the specific drug adenosine as clearly sated in the operator's manual. The drug is used to chemically raise the heart rate of a pt for diagnostic purposes. The drug has a "half life" of 10 seconds meaning that the effects of the drug decrease very quickly once drug delivery is halted. The drug delivery is continuous monitored by a medical technician. The medical technician also constantly monitors the pt's heart rate and other conditions. The complete dose is delivered in less than 6 minutes... While the purpose of the drug is to increase heart rate, our research has shown that increased delivery above the prescribed dosage leads to a rapid decrease in heart rate. The result of an over delivery above the prescribed dose causes the diagnosis to be compromised, requiring the procedure to be performed again at a later time. There is no permanent effect to the pt. Therefore, the severity is marginal." A health hazard eval was conducted to determine the health risk index associated with this event. This review found the health risk index associated with this event to be negligible. This is consistent with the hazard/risk assessment contained in the product hazard analysis which lists the severity of this type of hazard as marginal, with an improbable likelihood. Through this analysis, it can be concluded that this type of event is not occurring, and has not occurred with more frequency or severity than is expected for the device. Results: circuit break.